Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they have received no deliver y alarms. The customer's blood glucose level was 35mg/dl. The customer treated the lows with orange juice. The customer states insulin was squirting out during manual prime. The customer states the pump was damaged at the lower right hand of the screen. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected no delivery or low battery alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.